Manufacturer narrative:
Per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred, the customer was using cartridges for longer than 2 days with humalog insulin, which is considered off label insulin use. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 574 mg/dl with high ketones, vomiting and lethargy. The customer was treated intravenously with fluids and insulin. The customer was released on (B)(6) with issue resolved and no permanent damage.